Event description:
It was reported that the atrial lead exhibited loss of capture and sensing due to dislodgement. Due to the patient's age, intervention was not planned. The patient's device was reprogrammed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.